Event description:
While preparing to implant device patient developed arrhythmias requiring drug intervention. It was decided patient was not sufficiently stable to continue with procedure. The physician planned to surgically repair vsd.

Manufacturer narrative:
Device return has been requested, but the device has not arrived. Further medical information has been requested. This report will be updated on completion of the investigation.